Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, deflation difficulties were encountered. The 100% stenosed target lesion was located in the right coronary artery. The 2.0x15mm maverick 2 balloon catheter was advanced for pre-dilation. The balloon was inflated to 14atms without issue. However, when attempting to deflate the balloon using an encore 26 inflation device, the balloon would not deflate. The inflation device was exchanged for another unspecified device, but deflation was still not successful. A 20cc syringe was then used and the balloon was able to be completely deflated prior to removal from the patient. It was further noted that the balloon may have had an obstruction in the lumen and the balloon material was pushed to the distal end, possibly caught on something during removal. The procedure was completed with a different device. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device identified the shaft polymer extrusion was severely stretched and kinked at various locations along its length. The balloon was fully bonded onto the shaft; however, the outer extrusion was stretched, resulting in the balloon being bunched towards the tip section of the device. The tip was stretched and flattened. A microscopic examination of the proximal weld location found no anomalies. There was a clear inflation channel that was unobstructed. Attempts to inflate the balloon failed, due to the severe stretching that was present in the distal extrusion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the balloon was inflated above its rated burst pressure per the dfu. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, deflation difficulties were encountered. The 100% stenosed target lesion was located in the right coronary artery. The 2.0x15mm maverick 2 balloon catheter was advanced for pre-dilation. The balloon was inflated to 14atms without issue. However, when attempting to deflate the balloon using an encore 26 inflation device, the balloon would not deflate. The inflation device was exchanged for another unspecified device, but deflation was still not successful. A 20cc syringe was then used and the balloon was able to be completely deflated prior to removal from the patient. It was further noted that the balloon may have had an obstruction in the lumen and the balloon material was pushed to the distal end, possibly caught on something during removal. The procedure was completed with a different device. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).